Event description:
A catheter fracture was reported and noted as confirmed. It was also added that there was a possible csf (cerebrospinal fluid) leak. Pt was complaining of a spinal headache.

Manufacturer narrative:
(B)(4).

Event description:
Following a catheter revision in (B)(6) 2011, the patient had swelling of their leg. The pump had been used to deliver morphine and was currently delivering dilaudid.

Event description:
Additional information: it was stated that the drug delivered via the device was dilaudid and was changed to fentanyl following revision in 2011 for the broken/fractured catheter. Currently the concentration of fentanyl was "500 and a 49 something and 57something rate for the pump". On (B)(6) 2012, it was reported that a nurse adjusted the pump and switched it from mg to mcg and did a 99% decrease and a 15% increase within the past day or so (unclear which day). The patient experienced a headache following the refill session. The low reservoir alarm was scheduled for (B)(6) 2013.

Manufacturer narrative:
(B)(4).